Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first device, the clips were sticking, not feeding correctly. The second was defective. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.